Event description:
It was reported that while using one (1) bd vacutainer® push button blood collection set, the product spurted out blood when the vacutainer was removed, because the sheath did not fully come back down over the needle. No patient impact reported.

Manufacturer narrative:
The following fields have been updated with additional information: d10. Device available for eval- yes. D10. Returned to manufacturer on: 09-dec-2024. H3. Device eval by manufacturer- yes. Investigation summary - bd received 16 samples for investigation. Out of these, 10 returned samples underwent functional tests, where two (2) samples failed due to sleeve leakage from poor sleeve recovery. Additionally, 30 retained samples underwent functional tests, with one sample failing due to sleeve leakage from poor sleeve recovery. Another functional test on the 30 retained samples confirmed that all samples passed, as they were activated properly without any defects or leakage. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode sleeve leakage based on customer samples and retained samples. Corrective and preventive action has been opened to address the issue. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Manufacturer narrative:
D.2b medical device type: one additional code applies; jka. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using one (1) bd vacutainer® push button blood collection set, the product spurted out blood when the vacutainer was removed, because the sheath did not fully come back down over the needle. No patient impact reported.